Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Customer reporting conflicting sofia sars results for 1 asymptomatic (off label use - at the time of testing) patient. The patient's first sample received a positive sofia sars result. Immediately following the positive sars result, patient was tested again on the same analyzer receiving a negative sofia sars result. No confirmatory testing completed.